Event description:
My type I diabetic son uses animas one touch ping insulin pump. The insulin is loaded into a cartridge. Several cartridges seemed very difficult to lubricate and to move the plunger. I noticed that his blood glucose numbers were very high when using these cartridges. Wondered whether the defect in the cartridge (plunger did not move easily) caused the pump to deliver inadequate amounts of insulin. Animas advised of situation and some sample cartridges were returned for analysis.